Event description:
It was reported that the user experienced elevated blood glucose and was advised to perform a site-only change but instead removed the infusion site and reinserted the same set at a different location, contrary to guidance, indicating an infusion set deployed incorrectly or an infusion set connector attachment issue. Symptoms included hyperglycemia. Outcomes included no alarms and provision of troubleshooting and user education. Investigation included a review of user handling and technique. Investigation of this case revealed user-related handling error involving reinsertion and potential improper infusion set deployment or connector attachment. It was concluded, based on previously established findings for similar reports, that the cause was user misunderstanding or technique error.